Manufacturer narrative:
A visual evaluation of the returned rx biopsy cap foam sponge insert found that the foam sponge had detached from the rx biopsy cap; the biopsy cap was not returned. Since the rx biopsy cap was not returned, it is not known if the cap was damaged during use. Further examination found that the star shaped slits on the foam sponge insert were not perforated correctly; not all of the slits were completely perforated. This could potentially cause difficulty inserting a device through the rx biopsy cap, and also could result in the sponge detaching from the rx biopsy cap during device insertion, due to the device catching on the sponge and not having a clean slit path to penetrate. The most probable root cause is supplier manufacturing. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones within the common bile duct. According to the complainant, during the procedure, an extractor rx retrieval balloon was advanced through the biopsy cap of the rx locking device. The balloon was advanced over the preloaded guidewire of the sphincterotome. The balloon was approximately 4-5 inches into the working channel of the fujinon (B)(4) scope when significant resistance was met; the balloon was removed from the scope. A second of the same extractor rx retrieval balloon was advanced over the preloaded guidewire of the sphincterotome and into the working channel of the scope, when significant resistance was again met; the balloon and the scope were removed from within the patient. Upon inspection of the scope, it was discovered that the sponge from the biopsy cap dislodged from the cap and became lodged within the working channel of the scope. A forceps device was used to push the sponge through the scope and out from the end. The patient was rescoped and recannulated. The procedure was completed without complications using the same rx locking device, along with a competitor's biopsy cap. The procedure was delayed by approximately 20 minutes due to this event. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones within the common bile duct according to the complainant, during the procedure, an extractor rx retrieval balloon was advanced through the biopsy cap of the rx locking device. The balloon was advanced over the preloaded guidewire of the sphincterotome. The balloon was approximately 4-5 inches into the working channel of the fujinon ed450xt5 scope when significant resistance was met; the balloon was removed from the scope. A second of the same extractor rx retrieval balloon was advanced over the preloaded guidewire of the sphincterotome and into the working channel of the scope, when significant resistance was again met; the balloon and the scope were removed from within the patient. Upon inspection of the scope, it was discovered that the sponge from the biopsy cap dislodged from the cap and became lodged within the working channel of the scope. A forceps device was used to push the sponge through the scope and out from the end. The patient was rescoped and recannulated. The procedure was completed without complications using the same rx locking device, along with a competitor's biopsy cap. The procedure was delayed by approximately 20 minutes due to this event. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.